Manufacturer narrative:
Plaque shift.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: plaque shift requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that plaque shifting occurred during the index procedure. Another stent was implanted overlapping for treatment. No additional event or patient information is available.